Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report 1627487-2011-03213. The pt received a scs system on (B)(6) 2010 including two leads from different lots. It was reported that the pt had claimed the stimulation did not cover entire pain area since implanted. The physician wanted to reposition the leads and found the lead to be kinked. The physician replaced both leads and anchors and subsequently resolved the pt's issue. No further info is available at this time.